Event description:
Clinic notes were received for review on a vns patient. In the notes dated (B)(6) 2012 they reported that the patient had right-sided carotid endarterectomy (stroke-preventative surgery due to vessel collapse). The patient had also been hospitalized previously for tia symptoms. Her md did not feel her symptoms on admission were suggestive of tia as they lacked any unilaterality, so they did not pursue further stroke work up. Also noted as having sleep apnea. It is unknown the start date of these events nor the relationship to their vns therapy. (B)(4) attempts were made and no further information was attained.